Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the distal end of the main tube had scratch marks / abrasions. The tube had a 0.311 long section with material removed on one side of the tube. The damaged area was parallel to the tube axis and had a rough surface finish. The wear pattern was consistent with cannula related tube abrasions. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a thoracic grasper instrument the isolation damaged and sterility concern nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.